Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch vita enhanced meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the subject meter started reading inaccurately "between morning and lunch on (B)(6) 2015", when he obtained an alleged inaccurate result of "229 mg/dl" on the meter. The patient manages his diabetes with insulin (self-adjuster). He reported that as a result of the reading he obtained, he injected 30 units of rapid acting insulin. He claimed that he tested his blood glucose level again after "3 minutes" using the subject meter and obtained an alleged erratic reading of "259 mg/dl". He reported that as a result of the second reading he obtained, he injected himself again with an unspecified dose of rapid insulin. He claimed that "half an hour" later, he developed symptoms of "shaking, fever and skin prickle" which he self-treated by drinking "cola". He denied using any other device to check his blood glucose levels. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. However, the patient's test strips had expired in (B)(6) 2012 and he had used different sample sites to obtain the results, making the comparison between the reported results invalid for the purposes of determining an inaccuracy. Replacement products were sent to the patient. In conclusion, from the comparison provided there is no indication that the subject meter malfunctioned. However, this complaint is being reported because the patient claimed he obtained inaccurate results on the subject meter, administered insulin based on the results he obtained and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged issue began.